Event description:
The consumer called into customer care to report, "....the morning of (B)(6), he got into car accident due to our products..." It was reported to nova biomedical on june (B)(4) 2015 that the consumer was getting high readings throughout the morning hours of (B)(6) 2015 he was administering insulin based on those readings. Subsequently, the consumer stated, "...he thought he was well enough to drive his care home because he was only seven (7) minutes away from his residence..." The consumer reported that, "...he remembers getting into his car, driving past his home and then hit a telephone pole with his vehicle..." He also reported that "...his last reading was taken at 11:20 am getting a result of 10.5 mmol/l (190 mg/dl) just before he left the office to drive home..." It is unknown if the reported results were am or pm. During the call into customer care, the consumer declined to go through his meter memory to supply the actual results in question, but stated he would email nova customer care his readings in question. The consumer could not recall exactly happened next but stated hit a telephone pole with his vehicle, his car was totaled and he lost his license to drive. The police and ambulance arrived on the scene, he was transported to (B)(6) hospital in (B)(6). Consumer could only recall the ambulance service administered an IV and they checked his blood glucose using an unknown brand meter getting a result that gave him a bg result of 2.4 consumer stated he was feeling better by the time he reached the hospital but could not confirm the exact treatment he received at the hospital. Consumer stated was released from the hospital after a few hours of observation. Consumer stated he has been on an insulin pump since 2000 and has always managed his diabetes without incident. During the call to customer support, it was revealed that it is unknown if the consumer performed a control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. Test strip lot # unknown. Control solution lot unknown. Per label copy/package insert-unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.